Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned. There was no evidence to suggest that a device malfunction occurred.

Event description:
While trying to insert the tibial insert into the tibial tray the surgeon damaged the locking tab.